Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the unit broke off inside the pt. The surgeon removed the broken tip out of the pt. It was further reported that another unit was used and the procedure was completed successfully.